Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the display screen with a dim and discolored contrast. A test display was used and the variance in color was fixed.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that there was a pixel change on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.